Event description:
Eval revealed a misaligned display screen and dislodged force sensor pins.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed a misaligned display screen and dislodged force sensor pins. Review of the pump history revealed several loss of prime alarms associated with zero force. During eval, the pump did not detect the cartridge during the load step and emitted a "no cartridge detected" warning.